Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, which stayed below 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again.